Event description:
Customer reported via phone, he experienced high blood glucose readings and the insulin pump was alarming no delivery. Customer's blood glucose was 350 mg/dl. Troubleshooting for no delivery alarm was not performed due to customer had resolved issues with a complete set change. Customer is not returning the reservoir for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.